Manufacturer narrative:
Eval: result: (lack of information (device not returned for evaluation). Secondary intervention required.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was narrowing in the vessel and severe tortuosity. The stent graft was successfully implanted. It was reported that upon withdrawal of the stent delivery system the physician experienced difficulties. The physician believes the causes of the difficulties removing the delivery system were due to a narrowing in the vessel and severe tortuosity in the iliac limb. The physician inserted a balloon and ballooned above and below the delivery catheter and inserted a sheath and was able to successfully remove the delivery catheter. No clinical sequelae were reported and the patient is fine.